Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customers allegation was confirmed and the communication error b30 occurred due to corrosion on plug unit. Additional non-reportable malfunctions were found during device evaluation are as follows: the control unit, scope cover (s-cover), plug unit, scope connector (s-connector), and the circuit board unit in s-connector had corrosion due to water leakage. The drum unit had corrosion, due to deformation of plug unit the water tightness was lost, scope connector cover (sc cover) unit had a crack, due to wear of angle wire the bending angle in up direction did not meet the standard value, and the adhesive on bending section cover (a-rubber) had wear. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had no image transfer possible. The issue was found during preparation for use of an unknown examination procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that conduction failed by influence of the invaded moisture from the leaking area, also, corrosion inside the subject device, leading to the suggested event. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging and narrow band imaging endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.